Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the listed tracheal tube was in patient use for 11 hours when the ventilation alarm was activated. According to the reporter, the device was found leaking at the cuff. The clinician reportedly re-inflated the cuff; however, the cuff would not remain pressurized. No incident reported medical sequela was reported.

Manufacturer narrative:
One used sample, without its original packaging, was received for product evaluation. The sample was visually inspected and it was observed that the welding section of the device was not uniform. During functional testing, a syringe was used to inflate the cuff and then the entire device was submerged in water. Air bubbles were observed escaping from the device at the section where the welding problem was observed. Investigation determined that the leak was most likely a result of a welding issue during manufacturing. A corrective action request was implemented to include a check list and frequency of the critical accessories/parts verification (mandrels, crystals, bushing, etc.) To be tracked for probable damages or maintenance and considered as critical during the equipment set ups on 31/aug/2011. As no lot information was provided, it cannot be confirmed that the returned sample was manufactured post procedure update.